Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
One day post-implant, fluoroscopy revealed that the lead had dislodged. The physician decided to explant the lead.